Manufacturer narrative:
The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys tsh assay on a cobas 6000 e 601 module. The initial tsh result was 100 uui/ml with a data flag and the sample was automatically diluted. The tsh result with a 1:10 dilution was 8.11 uui/ml and was reported outside of the laboratory. The stability of the diluent had passed the onboard stability date. It was not known how far passed the onboard stability. The sample was repeated after the diluent was replaced and the tsh result was 120 uui/ml. There was no allegation of an adverse event.

Manufacturer narrative:
For the cobas 6000, the actual expiration date (shelf life) of reagents is tracked and flagged. The on-board stability is displayed in the number in brackets in the reagent setting screen. The on-board stability time is displayed in red if the defined on-board stability time is exceeded.